Event description:
It was reported that (1) device was used during a laparoscopic donor nephrectomy. It was reported by the rep that the lcsc5, used with a luke handpiece, initially worked and then would not function and emitted a solid tone. A lcsk5 device was used to complete the case. There was no consequence to the pt. No other info is known.